Event description:
User reported the left hand side wheel of their device came off, causing use to hit their shoulder on a wooden pilar. User was at a local bar with freinds, and was sitting still, not moving, when the event occurred. In a follow up conversation, user reported "the spindle came out of the joint" causing the wheel to come off. User further reported the wheel will go back on, but their opinion is that it will not stay in place, and user does not think the device damaged. User reported pain and some bruiding on their shoulder but user "isn't worried about it". User did not seek medical attention. While a minor injury was reported as a result of this event, there is a potential to cause serious injury to the user if the event was to recur.